Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) display of machine is blinking and fill port is also slightly broken. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse suspected the problem to be with the video receiver cable, and it was also observed that the fill port was also slightly broken. So, in order to fix the issue, the fse replaced the video receiver pcb (0670-00-0736). The fse also replaced the iabp fill port connector (0103-0-0398-01) against the cmc and stated that the unit was then working fine. The unit passed all functional and safety tests and the unit was then released for clinical use.